Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing numbness on her right leg. It was mentioned that the patient had a fall and fractured her skull and it was believed that the fall was device related.

Event description:
A report was received that the patient was experiencing numbness on her right leg. It was mentioned that the patient had a fall and fractured her skull and it was believed that the fall was device related.

Manufacturer narrative:
Additional information was received that the patient's numbness was not device related.

Event description:
A report was received that the patient was experiencing numbness on her right leg. It was mentioned that the patient had a fall and fractured her skull and it was believed that the fall was device related.

Event description:
A report was received that the patient was experiencing numbness on her right leg. It was mentioned that the patient had a fall and fractured her skull and it was believed that the fall was device related.